Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was received indicating out-of-range shock impedances continue to observed. The patient presented for follow-up at which time normal shock impedance measurements were observed. Boston scientific technical services (ts) discussed possible causes of the behavior as well as methods for further assessment of the lead. The patient will continue to be monitored with increased in-clinic follow-up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurements. Device settings will be evaluated at the patient's next follow-up. No adverse patient effects were reported. This system remains in service.